Manufacturer narrative:
H3. Analysis of the wireless recharger found a recharger failure whereby the recharger was unable to connect to a known good handset and charge a known good implantable neurostimulator (ins). It was noted that the recharger had no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that while attempting to set up the patient¿s wireless recharger (wr) that the wr was not responding correctly. The wr was set up correctly (taken out of shipping mode) and paired without incident by entering the wr serial number in the recharger app. The recharger app was correctly showing when the wr was inactive, on the dock, etc... But when attempts were made to turn on the wr, the orange light displayed solid and then the wr turned off. The rep closed all handset applications, placed the handset in airplane mode, reset the wr, took the handset out of airplane mode and tried again; however, the issue remained unresolved. The rep then removed the memory from the recharger app and paired the wr again via qr code. This did not resolve the issue. At no point did an error message appear in the recharger app. The patient was able to pair and charge with a replacement wr; the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger, ubd: 2025-10-22, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.